Manufacturer narrative:
The pms clinical reassessment has been reviewed and it has been determined, the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported per 21 cfr 803.3. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. The device did not cause or contribute to a serious injury or death. A corrective report will be filed reflecting this decision. After further review, this report is now being filed as section b1 has been changed to product problem instead of both. Section h1, type of reported complaint and section h6, health impact code was updated to reflect this decision.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory issues and chronic cough. The manufacturer was made aware of this complaint through a representative of the customer.  Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.